Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown / not provided. Sex / gender: unknown / not provided if implanted; give date: (B)(6) 2019. If explanted; give date: intraocular lens still implanted in the patient eye. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgery took place on the (B)(6) 2019 where a multifocal lens, model zxr have been implanted. The patients noticed that distance visual acuity was better than 6/6 prior to surgery. Vision is worse than it was prior to surgery at all distances. He requires to wear glasses. He sees starbursts glare and haloes. He has suffered a loss of contrast perception and struggles with depth perception. He is unable to drive in the dark due to dysphotopsia. His vision is greasy and blurred. It is deteriorating. The patient has attended his gp and has been referred to his local hospital. All information available were submitted.